Event description:
The patient complained of pain, after doing a cat scan the surgeon became concerned regarding the "weird presentation" of the screws and opted to perform a mini-revision on (B)(6). During the case on 3/20 x3 total screws were broken, 2 5.5x45mm pedicle screws(broken at the tip) and a 9.0x90mm iliac screw(broken near the top of the screw but below the tulip head). Cement was not used when these screws were implanted and the tips of both pedicle screws were left in the patient as was the iliac screw. The pedicle screws had been in the patient since 2022 and the iliac screw had been in since 2021. There is no evidence to suggest that these screws were broken prior to their attempted removal on (B)(6) and the surgeon only performed this revision due to the patient complaining of pain and the presentation of the screws on the cat scan.